Event description:
It was later reported that the patient's vns was explanted. The explanted device was noted to be discarded after surgery. No other relevant information has been received to date.

Event description:
It was later reported by the provider that the devastating side effect is in reference to nausea, weight loss, loss of appetite. No intervention has been taken. The vns battery died; it has not been replaced. The patient previously requested explant however. If this explant occurs, the provider has deemed this to be related to precluding a serious injury. No other relevant information has been received to date.

Event description:
It was reported that the patient is referred for explant due to nausea and devastating side effects. The physician believes that the adverse events are related to the patient being on excessively high settings. When stimulation is ceased, the adverse events go away. The patient is requesting an explant and has been granted this request. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.